Event description:
A talent stent graft system was implanted in a pt for treatment of a contained ruptured abdominal aortic aneurysm. The pt had a staphylococcus infection prior to stent graft implant. The preliminary sizing of the aneurysm was 4 cm. Three weeks after preliminary sizing and one week prior to the planned procedure, the pt presented emergently with a contained rupture and the aneurysm size had increased to 7 cm. The physician successfully implanted the stent graft system. Currently, the aneurysm has shrunk back down to 4 cm but there is an infection around the stent graft. The physician believes that the infection is due to the pre-existing condition and the graft performed as intended. The physician elected to remove the stent graft from the pt and convert to an open surgical repair. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: conclusions: (infection prior to stent graft placement).